Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02dec2020.

Event description:
The customer reported primary alarm failure. There was no patient involvement.

Manufacturer narrative:
No failures were identified upon inspection of the device. The customer's reported problem was not confirmed. The phenomenon was resolved by doing rebooting. The speaker was also replaced. The speaker assembly was returned and tested, and no failures were identified.